Event description:
It was reported that the patient was seen at the clinic after receiving inappropriate shocks due to oversensing. High lead impedance was also noted. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was fractured. The inner tubing was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.